Event description:
The doctor removed the lens due to posterior capsular rupture. The incision was enlarged to replace the lens. Sutures were required, however, there were no reported complications with the patient.